Event description:
It was reported that the catheter was unable to pace from the beginning of use. An alert that the pacing catheter could not be recognized occurred at the pacemaker and pacing could not be performed. When the catheter was replaced, the problem was solved. Information such as what kind of surgery/examination the catheter was to be used for or if the patient had a cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The product has arrived for evaluation, however, the product evaluation results and completion of the device history record review are pending. Once the results become available a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The customer report of pacing issue was confirmed. Continuity testing found that a short condition occurred between the proximal and distal circuits in the y-adaptor. No open or short condition was observed in the leadwires between distal side of y-adaptor and the electrodes. No visible damage was observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process 100% of the units go through electrical continuity testing. The device history record review was completed and all manufacturing inspections passed with no non-conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.